Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("medical device removal / removed from the patient's abdomen through the rlq port site") in a 34 year-old female patient who had essure inserted (lot no. 910609,893011) for female sterilisation. The patient had a medical history of anxiety depression, arthralgia multiple, hyperthyroidism, amenorrhea, breast pain, obesity, nausea, sleep disturbance, galactorrhea, anemia, hepatitis, anxiety, depression, parity 4 and multi gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2149 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy essure coil removal). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: a. Specimen is received in formalin labeled "hinojosa, bilateral tubes and two separate metallic essure-type intraluminal contraceptive devices. The intact fimbriated fallopian tube is cm in length by cm by mm at the greatest dimension of the fimbria. The other fallopian tube is 4.5 cm in length by cm in diameter and the detached fimbria measures 2.5 2x 1.5 cm. There is an attached para tubal cyst attached by slender stalk located cm from the fimbria. The stalk is 12 mm in length. The simple cyst measures mm and is filled with clear fluid. The metallic coils are 13 and 18 cm in length, representative fallopian tubes/essure coils" and consists of two fimbriated fallopian sections of each fallopian tube are submitted. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, event "medical device removal updated to device migration". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 2111 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("medical device removal / removed from the patient's abdomen through the rlq port site") in a 34 year-old female patient who had essure inserted (lot no. 893011) for female sterilisation. The patient had a medical history of anxiety depression, arthralgia multiple, hyperthyroidism, amenorrhea, breast pain, obesity, nausea, sleep disturbance, galactorrhea, anemia, hepatitis, anxiety, depression, parity 4 and multi gravida. On (B)(6)2013, the patient had essure inserted. On (B)(6) 2019, 2149 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy essure coil removal). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per on (B)(6)2019 as per on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: a. Specimen is received in formalin labeled "hinojosa, bilateral tubes and two separate metallic essure-type intraluminal contraceptive devices. The intact fimbriated fallopian tube is cm in length by cm by mm at the greatest dimension of the fimbria. The other fallopian tube is 4.5 cm in length by cm in diameter and the detached fimbria measures 2.5 2x 1.5 cm. There is an attached para tubal cyst attached by slender stalk located cm from the fimbria. The stalk is 12 mm in length. The simple cyst measures mm and is filled with clear fluid. The metallic coils are 13 and 18 cm in length, representative fallopian tubes/essure coils" and consists of two fimbriated fallopian sections of each fallopian tube are submitted. Lot 910609 is invalid lot number: 893011 manufacture date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34- year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 2111 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.